Event description:
It was reported that the pt had a problem with her neurostimulator. The pt reported feeling "no stimulation sensation" and has had reoccurring bladder infections. The pt could not remember when the problems began but did have a fall at some point. A week later, the pt visited her health care professional, but is unclear if she will have surgery. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.